Event description:
Caller reported that the "0" button on the keypad was not functioning. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.